Event description:
Information received by medtronic indicated that, customer reported that, an error in the motor was detected by reading unexpected value from hall sensor. No harm requiring medical intervention was reported. Troubleshooting was performed and it was confirmed that, insulin pump was exposed to magnetic field and customer unable to rewind the pump. The device will be discontinued from the use and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged an error in the motor was detected by reading unexpected value from hall sensor found on august 15, 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pan error in the motor was detected by reading unexpected value from hall sensor noted during test. Successfully downloaded history files and traces using thump. Verified the device alarmed an error in the motor was detected by reading unexpected value from hall sensor in device downloaded history on august 15, 2022 at 21:21:55.000 due to moisture damage on the motor. Device was cut open to perform visual inspection and found moisture damage on the electric board motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads, end cap address label fading, cracked select button keypad overlay, keypad overlay texture damage and minor lcd display window scratches. No an error in the motor was detected by reading unexpected value from hall sensor noted during test and confirmed the device alarmed an error in the motor was detected by reading unexpected value from hall sensor in device downloaded history on august 15, 2022 at 21:21:55.000 due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.